Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max up the aortic arch, the proximal hub of the neuron max broke; therefore, the neuron max was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned neuron max was fractured at approximately 3.0 cm from the hub. The device was ovalized near its distal tip, approximately 90.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a proximal fracture. If the neuron max was forcefully manipulated during use, damage such as this may occur. Further evaluation of the neuron max revealed an ovalization near its distal tip. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder